Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior artery (lad). A 2.75 x 38 mm promus premier was deployed and caused a type a, flow limiting, proximal edge dissection. To seal the dissection, another promus premier stent was deployed and the procedure was completed. The patient was stable post procedure.